Manufacturer narrative:
Follow-up #1: date of submission 04/14/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: a review of the black box showed manual time/date change from (B)(6) 2017 22:11 to (B)(6) 2017 04:27. The last basal delivery was on (B)(6) 2017. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at the end of testing, the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the display was discolored. Also unrelated, the battery compartment was cracked and the returned cap had stripped threads. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 310 mg/dl with extreme drowsiness associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump.